Event description:
It was reported that during a laparoscopic cholecystectomy procedure the ¿clips were backing off¿ and not adhering to tissue. That is all the information she was able to provide at this time. No patient consequence was reported. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.